Event description:
Customer reported that she was in a vehicle accident due to low blood glucose. Customer stated that her insulin pump was over delivering which caused her to have a hypoglycemic event and a vehicle accident on (B)(6), 2012. Customer stated that she was transported to the emergency room were she was treated due to low blood glucose. Customer blood glucose reading at the time of the emergency room visit was 45 mg/dl. Customer stated that she has been disconnected from the insulin pump since (B)(6) of 2012 due to multiple low blood glucose vallus. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.